Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported pen needle is not opening when she pushes the plunger. She clarified when she does the priming to check the insulin flow, nothing comes up." 1 of 2 complaints.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2021. H.6. Investigation: customer returned (52) used 32gx4mm bd pen needles without tear drop labels, covers, or inner shields attached. The consumer reported that there is no flow during priming. All 52 returned pen needles were examined, and it was observed that 32 samples exhibited a bent non-patient end (npe) cannula, 2 samples exhibited a broken npe cannula, and 18 samples exhibited a straight npe cannula. No evidence of manufacturing defect was observed. The 18 pen needles that were returned with straight npe cannulas were tested for flow using a test pen injector: all 18 tested samples were able to expel properly. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 52 samples were returned after use the probable cause of the bent and broken npe cannulas is user when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported pen needle is not opening when she pushes the plunger. She clarified when she does the priming to check the insulin flow, nothing comes up." 1 of 2 complaints.